Event description:
The customer contact reported a leak. At 1600, the option-lok male adapter of a plumset was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified volume of total parental nutrition (tpn), via a plum pump. No pump programming parameters were provided. At 1900, the customer contact reported that the nurse noted that approximately 20-23ml of solution leaked from an unspecified location on the air eliminating filter of the extension tubing set. The tubing set was replaced and the therapy was resumed. The physician was notified and a blood glucose (bg) was ordered. The customer contact reported that the patient's bg value was 62mg/dl. After an unspecified length of time after the tubing set was replaced, it was reported that the patient's bg value was 96mg/dl. Though requested, no additional information was provided.

Manufacturer narrative:
One used primary tubing set and one used extension tubing set were received and evaluated. The devices passes testing. During testing, no leak of solution was noted during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.